Manufacturer narrative:
UDI (B)(4). Per the instructions for use (IFU), access site complications/cardiovascular injury, including perforation of the ventricle or myocardium, bleeding, and injury at the site of ventricular access that may require repair are potential complications associated with the transapical tavr procedure. Per literature review, risk factors for apical laceration and bleeding include friable tissue, fatty apex, chronic steroid use, dilated lv with thinned walls, and hypertension during removal of the sheath. While patient characteristics are important, achieving good hemostatic control of the lv apex is one of the most critical steps in ensuring the success of the transapical procedure, particularly in the elderly with friable tissue. Additional literature review confirms there is a higher incidence of apical bleeding in female patients and patients over 80 years old.  This information correlates with review of complaint history, revealing that the majority of apical bleeding complications appear to be related to surgical technique and/or diseased ventricles during the insertion or removal of the sheath. The thv training manuals note that removal of the sheath and attempted closure of the apical incision may be associated with blood loss. Rapid burst pacing can be used to lower the systemic blood pressure during sheath removal and apical closure. The thv training manuals also recommend the physician consider performing the procedure under full cpb support for certain patients, including those with cardiogenic shock (cardiac index < 2 l/min per square meter) despite volume challenge and inotropic support, profound lv, rv, or biventricular dysfunction, and notably friable apex. In this case, there was no allegation or indication a device malfunction contributed to this adverse event.  Investigation results indicate while retrieving the devices, one u-stitch broke and it was not possible to manage the bleeding. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(6), prior to the 26mm sapien 3 case by ta approach in aortic position, this patient high risk with a dilated ventricle after chemotherapy by former cancer. The surgeon used 2 u-stitches at the apex. Passing the native valve was difficult due to moderate calcification but at the end was successful. Wire position in fluoroscopy was normal. The operator brought the 18f edwards sheath up to the 4cm marker into the ventricle. The valve was pushed through the sheath and after it exited the sheath, resistance was felt and could not be pushed further. Tee was done and it was seen that the valve got caught on the papillary muscle/chords. It was then decided to retrieve the certitude and sheath as a unit and it was planned to close the puncture site and start with new devices and a new access puncture. However, while retrieving the devices, one u-stitch broke and it was not possible to manage the bleeding and to close the puncture hole anymore. After discussion it was decided to stop further intervention due to the patients comorbidities and lack of remaining blood in the patient.  The patient died.